Event description:
It was reported that several patients developed swelling of the cheek after treatment with jet-fresh powder. The patients were administered benadryl as a result and the swelling reportedly resolved within one to two days.

Manufacturer narrative:
While allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material, this event is more likely the result of the material inadvertently being directed into the sulcus or soft tissue, not an allergic response. As such, the administration of benadryl is unlikely to have been required to preclude permanent damage to a body structure and is not likely attributed to resolution of the symptoms. However, since administration of benadryl is considered medical intervention, regardless of whether it was the appropriate treatment or not, the device involved was returned, evaluated for color, appearance, odor, and particle size distribution and found to be in specification. Additional lot number: 071115.